Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary frequency and leakage. It was reported that the patient needed to have the implant taken out because it wasn¿t working like it should have been. They had a return of symptoms of urinary frequency and urinary leakage. They were also having pain at the area of implant and in the vaginal area. Prior to the report, they tried to adjust but, the more they increased, the more painful it was and it wasn¿t resolving their issues. They just wanted the device taken out. The pain began about three months prior to the report and the return of symptoms began about 2-3 months prior. Additional information was received on 2018-apr-03. Patient responded to a letter who doesn't know what the circumstances are that led to it not working like it should have been and the pain at the implant site. The patient contacted a new healthcare provider (hcp) and will have a procedure done on (B)(6) 2018 to see what the problem is. Additional information was received from the patient on 2017-apr-11. The patient clarified that their implantable neurostimulator (ins) is not working; their healthcare provider (hcp) doesn't know if it has been disconnected or what, but the patient can't turn stimulation down and they were getting electric shocks. When they went in to have their device implanted, the ins "had to be placed on the left side-was on the right side prior- and has had nothing but problems since then, going to try moving it to the left side and if that doesn't work they will remove the whole device." No further patient complications have been reported as a result of this event.